Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp driver shipped to site 04/27/2016. Medtronic investigation of returned suspect open spine clamp driver finds that, as reported, the tip of the driver has been worn down and somewhat rounded out. As a result, the contact with the mating screw is sloppy, but still usable. Malfunction and wear - mechanical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported a site's spine clamp driver is worn out. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.